Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The customer contact reported that at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl 2mcg/ml and bupivacaine 0.0625 percent in normal saline for a total volume of 250ml. The customer contact reported that the solution container was overwrapped, placed into a product carton, then placed in a shipping container, and was shipped to an end user. It was reported that when the product carton was opened at the end user, all of the solution had leaked form a hole in the left side of the solution container where the seam seals the bag. A replacement solution container was not obtained and the therapy was not resumed no additional information was provided.